Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by a company representative that a patient had a follow up appointment with his physician in regards to a surgery that took place (B)(6) 2015. The physician noticed that there was a fracture on the 55-10505 four-hole plate implanted in the patient. A revision surgery was performed on (B)(6) 2016 to replace the fractured plate. There were no adverse consequences during the revision surgery. The fractured plate was discarded.